Manufacturer narrative:
(B)(6). Device code relates to problem code for the reported event of stent failed to expand. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used to treat an ileo-hepatic neoplasm during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent was noted to have an opening failure after positioning. The stent was removed and the procedure was completed with another wallflex biliary stent. Attempts to obtain additional patient and procedure information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.